Manufacturer narrative:
Operator of device and device manufacture date are unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a system failure error. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top case corners were chipped, the bottom case was cracked by the l-bracket, and the right plunger case was cracked. An error code for recommended maintenance was found in the ehl (event history log). The customer reported issue was confirmed in that annual preventive maintenance was due, otherwise no device problem was found. Root cause of the reported event is from annual preventive maintenance was due, no device fault was found. Performed annual preventive maintenance and reset the preventive maintenance date, performed power up process and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h5: correction: labeled for single use: no.

Manufacturer narrative:
Additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.